Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that after changing the battery, the insulin pump did not work anymore and it alarmed battery out limit. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube spring. We were unable to confirm unexpected battery out limit alarm and unable to perform any tests due to blank display. The insulin pump received with cracked reservoir tube lip noted.